Event description:
It was reported that the main pc board was replaced. There was no patient involvement. (B)(4).

Manufacturer narrative:
It is unknown in what way the compressor failed. The compressor was not investigated by our field service engineer. The issue was solved by our distributor by replacing the main pc board. Efforts have been made to retrieve the replaced part but it was unsuccessful. No parts were returned for investigation, therefore the root cause has not been determined.

Event description:
(B)(4).